Event description:
It was reported by svc report that the foot board was broken and the scale and bed exit were not functional. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.